Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
It was reported that during a glenoid labrum repair procedure on (B)(6) 2016, the anchor inserter fractured. The fractured piece was removed from the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Discarded.

Event description:
It was reported that during a glenoid labrum repair procedure on (B)(6) 2016, the insert of the anchor fractured. The fractured piece was removed from the patient.